Event description:
It was reported by the plaintiff's attorney that on (B)(6), 2005 the plaintiff was implanted with a sparc sling system. It was also reported that a "revision surgery" occurred on (B)(6), 2006, and that an "explant surgery" occurred on (B)(6), 2007. It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, scarring, hardening and shrinkage of the mesh, extrusion of mesh, erosion of her internal bodily tissue, disfigurements," "significant mental and physical pain," "permanent injury," "was injured in health, strength, and activity, sustaining injury to her person," and has had "other injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.